Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 system: us catalog #:fg540000, serial #: (B)(4). Smartablate generator: us catalog #: m490007, serial #: (B)(4). Smartablate pump: us catalog #: m490008, serial #: (B)(4). Lasso navigational catheter: us catalog #: d134301, lot #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an cryoballoon ablation procedure for paroxysmal atrial fibrillation with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade (requiring pericardiocentesis) and diaphragmatic paralysis. During the procedure, prior to the use of biosense webster, inc. Products, a phrenic nerve injury occurred. There is no information regarding interventions, patient outcome, or physician¿s causality opinion for this event. After approximately 90 seconds of radiofrequency ablation, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 250 ml of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization (overnight) as a result of the adverse event for observation. It was noted that the patient likely would have been sent home the same day if there were no complications. Patient fully recovered from the pericardial effusion after the pericardiocentesis. There were no patient factors cited that may have contributed to the adverse event. It was noted that the physician did not know the cause of the pericardial effusion. There is no information regarding transseptal puncture or transseptal needle. Although the sheath information was not confirmed, it was noted that the physician likely used the sheath provided with the cryoballoon. Generator was set on power control mode at 40 watts. Power was not titrated. Ablation was performed with the radiofrequency catheter for approximately 90 seconds prior to the pericardial effusion being detected. Irrigated catheter flow was set at 15 ml/min while ablating at 40 watts. There is no information regarding anticoagulation during the procedure. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.